Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump alarmed button error. Customer's blood glucose reading was 100 mg/dl. No significant events leading to the keypad or alarm issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.